Manufacturer narrative:
Event date: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had¿had a large flow of urine and stated the healthcare provider advised they call the manufacturer help line to discuss therapy to see if this had to do with their therapy setting. Urine was coming out more not when they were urinating, but "for any other reason." A therapy and stimulation overview were reviewed, as well as expectations. The patient connected with the ins on the call and confirmed therapy was on at 0.7 volts on program 2. They had just decreased stimulation yesterday from they thought 1.3 volts to 0.7 volts because they thought they were supposed to decrease stimulation due to this. The consideration to increase stimulation was reviewed and the patient increased stimulation to 1.3 volts on the call. They stated stimulation was uncomfortable so they decreased stimulation to 0.8 volts and stated they were feeling "tapping" of stimulation and that they wanted to decrease back to 0.7 volts, as that was the most comfortable. They wanted to leave therapy at 0.7 volts and planned to monitor their symptoms and follow up with their healthcare provider if they were not seeing an improvement. They would increase stimulation if it was not helping. They provided the event date as when they were coming from california during a long drive.¿when they were driving from california last night. They noticed they were feeling a lot of pain around the implant site. The role of the manufacturer help line was reviewed and they were redirected to their healthcare provider to discuss. They noted they had an appointment scheduled with the healthcare provider and would discuss with them then. They inquired if they had heat at the implant site if that could affect it. They further clarified they were using their seat warmer when driving from california. Heating pad/heated seats compatibility was reviewed and the patient clarified the event date as "the night before last night around 12:00 I would say."¿the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. They mentioned unrelated medical history which included they called their healthcare provider regarding "having a few issues," and confirmed these issues were unrelated to their manufacturer device/therapy.